Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014; 1258t86 lead, implanted: (B)(6) 2014; fr995-29 valve, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that capture could not be confirmed on the atrial and ventricular channels and loss of capture was noted. Potential undersensing on the atrial and ventricular channels was also noted. The right atrial (ra) lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.